Event description:
The device was used during a laparoscopic hernia procedure. Reportedly, the staples did not form properly. The surgeon used another instrument to complete the procedure. No pt injury reported.